Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level, as the customer declined to answer about any exceeding levels. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.